Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp via the rep. It was reported that it seemed that the shock problem had disappeared.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the patient was not hospitalized, only evaluated by the physician in the pain unit. They were waiting for more information from the physician.

Manufacturer narrative:
Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient with an I mplantable neurostimulator (ins). It was reported that the patient felt electric shocks in the ins pocket when turned on or off. Impedances were normal. Additional information reported that the patient went to the emergency room of her nearest hospital on (B)(6) 2026, due to discomfort and severe pain in the area of her pocket. She had redness and swelling and could barely touch the area. Charging was very difficult because the charger couldn't find the device properly. On (B)(6) 2026, she was referred to the pain management unit at (B)(6) in (B)(6), where the device was implanted and she was monitored. An ultrasound revealed some edema, but the results of blood tests performed the previous day were not significant enough to suggest infection, so she was prescribed an anti-inflammatory. On (B)(6) 2026, she returned for a follow-up appointment for the stimulator and told us that the swelling had decreased. Since then, she had been experiencing very strong/intensified electrical discharges, especially when charging, but also at other times. Recharging has become almost unbearable (reduced the charging speed to generate less heat in the area was done), and although the shocks continued, they did decrease. The shocking was independent of activity; it can occur whether she was standing still or moving. It was noted that the medication prescribed by the physician was decreased. Over the weekend the sensation disappeared when the battery was completely depleted and she went to the movies. She spent two hours with the stimulator uncharged and without experiencing any electrical shocks. There was nothing in particular that contributed to event. The patient was not receiving adequate therapeutic stimulation; the therapy has been very effective in managing her pain. Issue was not resolved. Additional information will be obtained from the hcp on (B)(6) 2026